Event description:
Caller reported encountering occlusion alarms leading to the customer discontinuing use of the pump. The customer's blood glucose was displayed as "high," a specific value not provided. Customer took corrective action by administering a correction injection. Tandem technical support instructed the caller on several troubleshooting steps to address the recurring occlusion alarm, including disconnecting the tubing and delivering bolus doses. The customer declined to continue troubleshooting.